Event description:
Customer reported the key is broken and stuck. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed the broken key. System operates as intended.